Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.